Event description:
The patient was no symptomatic.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported low speed events can be confirmed based on the evaluation of the submitted log files. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for the low speed events cannot be conclusively determined. The submitted x-rays of the internal and external portions of the driveline were unremarkable. The submitted log file contained data spanning from 23nov2020 06:52:47 to 24dec2020 10:50:37, per the timestamp. Five (5) low speed advisories below the low speed limit (lsl) were captured on (B)(6) 2020 at 04:33, 5:38, and 6:33 am while the patient was supported by the power module. Pump sped dropped to as low as 2730 rpms. A specific cause for the low speed events cannot be conclusively determined. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 03oct2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted to telemetry unit at time of the event. The patient was utilizing batteries and clips when alarm 'connect power' began. The nurse observed this and had the patient replace the batteries to a different set. The patient continued to experience 'connect power' alarms. The patient ultimately connected to the power module via patient cable in the room with resolution of alarms. Reviewed the submitted log files, and observed a few transient low voltage alarms as mentioned during the approximate 32 day length of the file due to depleted batteries in-use / normal battery depletion. The majority of power cable disconnects displayed in the file appeared to be associated with a routine change in batteries. The log displayed ¿power cable alarm active¿ events on (B)(6) 2020 at approximately 4:37-38pm on the white power lead while tethered on battery power. There was no interruption in pump support during these events. It was reported that the on-call rounding physician found a low flow alarm around 6:00am on (B)(6) 2020. The patient also had multiple low speed advisories on record that morning that appeared to be concerning for a possible short-to-shield. The patient was placed on a blue grounded cable the night prior and did not have any alarms until the morning. Reviewed the log file and observed five low speed advisories on (B)(6) 2020 between 4:33-6:33am with speed drops as low as 2730rpm. These issues only appeared to be occurring while the vad was connected to the power module. It was reported that the patient was placed on an orange ungrounded cable after the alarms were found. Additionally, the patient had not experienced significant changes in weight, there was no known damage to the percutaneous line, and the patient was symptomatic. At the time, the patient would remain on the unshielded cable and would be monitored. X-rays were obtained and reviewed as being unremarkable.